Event description:
The user facility reported the patient was on impella cp support and on the 9th day of support, there was a pump stop. The pump was explanted.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was not returned for evaluation. The data logs show that everything was stable up until about 38 hours before the pump stopped. During this time there is a significant drop in purge pressure and purge flow became erratic. There were no motor current spikes or increases in purge pressure before the pump stopped. At the time of the stoppage there was a motor current spike to 1500 triggering alarm #13 and #115. Due to lack of product returned, the root cause of the pump stop cannot definitely be determined.